Event description:
It was reported that particulate matter (pm) was observed inside an unspecified nutrition bag. This issue was described as, ¿a particle was inside the rapid fill¿. This issue occurred while filling the device. It was unknown whether a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.